Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The event occurred when surgeon pulled on thread of the suture, the suture snapped in two. The procedure was completed successfully. There were no adverse consequences to the patient. No additional information could be provided.